Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient experienced an infection, kci could not determine that the alleged event was related to activ.a.c.¿ therapy. As of 16-aug-2017, kci had no information to exclude the need for either antibiotic therapy or medical/surgical intervention to resolve the alleged infection. Based on the information provided, it cannot be determined that the alleged infection related to activ.a.c.¿ therapy. The patient reported that activ.a.c.¿ therapy "came off" on (B)(6) 2017 and was replaced the same day. The patient also reported pending a scheduled surgery to suture the wound on thursday, (B)(6) 2017. It is unknown if either antibiotic was required or medical or surgical intervention was required for the infection. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
The following information was reported to kci by the patient: activ.a.c.¿ therapy was placed on hold on (B)(6) 2017 allegedly due to an infection. On (B)(6) 2017, the home health agency allegedly refused to see the patient, and the patient developed an infection. The patient subsequently underwent surgery, and activ.a.c.¿ therapy was removed. The patient stated kci saved her pain that day because the home health agency did not want to come see her until kci contacted the home health agency. Activ.a.c.¿ therapy was discontinued on (B)(6) 2017. Per review of kci records, the patient was on activ.a.c.¿ therapy system from (B)(6) 2017. On (B)(6) 2017, the patient reported that activ.a.c.¿ therapy "came off wednesday night ((B)(6) 2017). The home health agency could not replace until (B)(6) 2017. The patient was concerned "nothing is coming out from the wound [no drainage]" the patient also noted pending a scheduled surgery to suture the wound on thursday, (B)(6) 2017. On (B)(4) 2017, kci spoke to care management representative who reported the patient took off the vac and is on a wet to dry dressing. On (B)(4) 2017, kci spoke to the patient's spouse who stated the patient was "just out of surgery..." No additional information is available. On 27-may-2017, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(4) 2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.